Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated on site and the nozzle units was replaced and returned for investigation. Evaluation of the received device logs shows that the matching event on december 14 during the time period 10:19 to 10:26. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. Based on the replaced part and device logs our conclusion is that the fluctuating o2 concentration was caused by the nozzle unit, that did not performed as expected.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating during patient treatment. There was no patient harm. (B)(4).